Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an stent implant procedure, patient had increased intraocular pressure (iop) of 13 os. On gonioscopy, the stent was clearly plugged with tented-up iris tissue completely occluding the lumen of the portion of the stent exposed in the anterior chamber (ac). Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.